Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of a patient who made a mistake / touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake / touch contamination (not further specified). On (B)(6) 2011, the patient was hospitalized. On (B)(6) 2011, the patient was diagnosed with peritonitis. Treatment was not reported. On an unreported date, therapy with dianeal was withdrawn. A hospital discharge date was not reported. The outcome of the event of the patient made a mistake / touch contamination was not reported. At the time of this report, the patient was recovering from the event of peritonitis. The nurse did not comment on or provide causality for the event of the patient made a mistake / touch contamination, but stated that the event of peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd887711 and gd886127 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.